Event description:
It was reported that a patient had increased seizures. The physician stated that the patient's seizures are very bad and the patient had not had any great improvement since being implanted. The patient had been admitted to the hospital for episodes of status a few times. The physician wanted to have the device checked before she concluded that the device was not working for the patient. The patient's settings were adjusted and the seizures will be monitored. Good faith attempts to obtain additional information have been unsuccessful to date.